Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a device upgrade procedure the left ventricular (lv) lead had dislodged and was not capturing. However, there the lv lead was capturing atrium in true bipolar setting during procedure. It was also reported that the physician broke the lv lead insulation during attempt to "free up" the lead for change-out. Subsequently, the lv lead was extracted and replaced. However, the replacement lv lead pulled back after placement. The lv lead was extracted and replaced with a different lead. No patient complications have been reported as a result of this event.